Manufacturer narrative:
UDI reference number: (B)(4). Investigation in ongoing.

Event description:
As reported, during a transfemoral tavr procedure, post valve deployment and upon removal of the esheath, a small occlusion was observed in the right femoral artery from the arteriotomy and sheath insertion/removal. A 9/4 armada was inflated for approximately 120 seconds with brisk return of flow to the cfa after. No further intervention was performed.  During the pre-deco engineering evaluation, a liner tear on the sheath shaft approximately 5" distal to the end of the strain relief was observed. The patient¿s minimum luminal vessel diameter measured 5.7mm and the vessels were noted to be have no calcification or tortuosity.

Manufacturer narrative:
H6 and h10.  Section h10:  additional information provided by the fcs confirmed a kink was observed on the gwl post system removal.  Tension was felt in the distal end of the delivery system and the catheter appeared to bend upon removal. The esheath was returned to edwards lifesciences for evaluation.  The returned device underwent visual and dimensional testing.  During visual inspection a slight curve on the sheath was observed, minor soft tip damage was observed, a sheath liner tear was observed starting at 5.25¿ from the sheath distal tip and continues to 9.25¿ from the tip.  The sheath was otherwise observed to be fully expanded as designed.  No relevant imaging of the device was provided for review.  Due to the condition of the returned device and nature of the issue (liner expanded and torn), no relevant functional testing was performed.  During dimensional testing, the liner thickness was measured along the length of tear.  If the sheath liner thicknesses deviates from specification, it could contribute to liner tears and/or be indicative of a manufacturing non-conformance.  The thickness of the liner was measured and met the specification.  During manufacturing of the esheath, the sheaths were inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported complaint.      Review of the lot history revealed no other related complaints.  A device history record (DHR) review performed revealed no manufacturing non-conformances that would have contributed to the complaint event.  A review of complaint history from june 2018 to may 2019 for the edwards expandable sheath (all models and sizes) revealed other similar complaints for the torn liner.  These complaints were confirmed but no manufacturing non-conformities were identified in the returned samples.  No further actions are required at this time. The expandable sheath instructions for use (IFU), the centera thv system IFU, the patient screening manual, the prepping manual, and the training manual were reviewed for instructions relating to the complaint events, involving centera thv system preparation and use.  Per the training manual, during delivery system removal, after thv release, the operator is to unlock the thv release lock.  Slowly retract the delivery catheter into the descending aorta while unflexing (rotate flex wheel counterclockwise) while ensuring the delivery catheter is fully un-flexed once it is in descending aorta.  Re-lock the thv valve release lock and remove the delivery system through the sheath.  Do not re-insert the delivery system once removed.  Ensure the delivery catheter is un-flexed prior to removal.  Additionally, during esheath removal, if the device was previously sutured in place, the operator is to remove the suture securing the esheath.  Remove the esheath entirely without torquing ensuring the edwards logo is facing up.  Avoid reinserting the esheath at any time during removal.  No IFU/training deficiencies were identified. The complaint for torn liner was confirmed through visual inspection of the returned device.  However, based on visual and dimensional inspection, DHR review, lot history review, and complaint history review, there was no indication that a manufacturing non-conformance contributed to the reported events.  A review of manufacturing mitigations supports that the esheath shaft has proper inspections in place to detect issues related to the reported event.  Additionally, a review of the IFU and training manual revealed no deficiencies.  As there was no damage to sheath during device inspection, it is likely that the damage was not present out-of-box.  Per the complaint description, ¿tension was felt in the distal end of the delivery system and the catheter appeared to bend upon removal.¿ if the catheter were bent during removal, it is unlikely that it would have been retrieved coaxially, which could have caused the delivery system to get caught on the sheath liner, thereby tearing it.  As such, available information suggests that procedural factors (bending of the catheter during removal through the sheath) likely contributed to the torn liner.  However, a definitive root cause was unable to be determined at this time.  The cause of the femoral artery occlusion can also not be confirmed but may have been caused by the liner tear or the closure device.  Review of complaint history revealed that the occurrence rates for the relevant categories did not exceed the (B)(6) 2019 control limit.  As such, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.